Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received lioresal 2000mcg/ml; 316mcg/day in an implantable pump for intractable spasticity. The patient experienced withdrawal. The hcp planned to access the reservoir to check the volume and perform a catheter dye study. The hcp was attempting to rule out a pocket fill from the last refill. The last refill was two weeks prior, but the patient did not experienced symptoms at that time. The manufacturer representative was going to follow-up with the hcp to review underinfusion considerations. Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient experienced symptoms of increased tone and twitching. Per the patient's father, the symptoms began on (B)(6) 2018. A catheter dye study was not performed, but the managing physician accessed the pump reservoir on (B)(6) 2018 under fluoroscopy. The pump reservoir was empty. It appeared a pocket fill occurred at the last refill. The pump was refilled under fluoroscopy on (B)(6) 2018. The patient's weight was unavailable at the time of the event. No further complications were reported/anticipated.